Manufacturer narrative:
Investigation results the complaint device was visually inspected and it was noted that there were shavings inside the catheter. The handle cannula did not show any blackening. The handle cannula was also inspected to identify any burrs, sharp edges or similar defects under magnification; however, no defects were found. During the actuation of the device, some resistance was felt due to the shavings inside the catheter. The complaint device passed the electrical test and met the resistance specification. The reported complaint was not confirmed. The specific cause of this event could not be identified. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomalies were found. There is an investigation in place to address the difficulty actuating issue.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator small hexagonal snare was used during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, two polyps were successfully removed from the patient¿s colon using the snare. Following the removal of each polyp, the distal tip of the snare was extended out of the sheath and used to perform preventative hemostasis of the polyp site. Reportedly, while the nurse was performing hemostasis of the second polyp site, she received a second degree burn on her forefinger from the handle cannula. It was confirmed that the nurse was wearing plastic gloves when this occurred, and the handle cannula was observed to be ¿blackened.¿ there was no alleged physical or functional issue with the snare and the procedure was completed at this time. Following the procedure, the nurse saw a medical doctor and received treatment for the burn. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿ it was reported that the nurse is performing her job as usual and has no pain at present. Additional information: the generator used in the procedure was not a bsc device. It was reported that when the burn occurred, the generator was set under 40w in ¿solidification mode.¿

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator small hexagonal snare was used during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, two polyps were successfully removed from the patient's colon using the snare. Following the removal of each polyp, the distal tip of the snare was extended out of the sheath and used to perform preventative hemostasis of the polyp site. Reportedly, while the nurse was performing hemostasis of the second polyp site, she received a second degree burn on her forefinger from the handle cannula. It was confirmed that the nurse was wearing plastic gloves when this occurred, and the handle cannula was observed to be "blackened". There was no alleged physical or functional issue with the snare and the procedure was completed at this time. Following the procedure, the nurse saw a medical doctor and received treatment for the burn. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". It was reported that the nurse is performing her job as usual and has no pain at present.